Event description:
The customer reported that "oxygen clip show 100% no alarm" on efficia cm10. The authorized service provider confirmed that the actual spo2 value of the patient was normal, but the displayed spo2 value was inaccurately high as 100%. As the alarm limit of the spo2 value was between 90% to 100%, there was accordingly no alarm triggered. The alarming function of the device works normally. The device returned to normal after the hospital equipment department replaced the blood oxygen probe (spo2 sensor). The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The blood oxygen probe (spo2 sensor) was faulty and it was replaced by the hospital equipment department to resolve the problem. The device was operational after the spo2 sensor was replaced. The defective spo2 sensor was from philips and its part number was asked, but was not provided from the customer. Based on the information available and the testing conducted, the cause of the reported problem was spo2 sensor malfunction. The reported problem was confirmed. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).